Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to connect to the glucose sensor simulator, problem isolated to electrical board.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the blood glucose level was low. The blood glucose level was 30 mg/dl. Customer was declined for low blood glucose level. The insulin pump will be returned for analysis.